Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier evaluated this complaint. The supplier determined that during evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter stretched and broken 15.2cm from connector. Sensor case and internal wires missing. No testing possible. Mfg. Date: 10/2/13. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up will be completed. Device is currently being evaluated.

Event description:
The affiliate reported: codman microsensor was implanted at surgery. The patient was transported to (B)(6), and when the microsensor was to be connected to the cable of the icp express they discovered that the microsensor "cord?"was completely broken (off) just at the point of the connection to the transducer (the flat part that is connected to the cable) date of event is currently unknown, same as awareness date in (B)(4). The product was removed (during use on patient).